Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application froze during an attempt to send the device check report to a wireless printer.  The application was closed using the home button on the tablet. It was noted that there was an issue with the wireless connection between the tablet and printer. The tablet was powered down, the printer was powered off and on again to resolve the issue.  No patient complications have been reported as a result of this event.